Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17069. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial and right ventricular leads exhibited increased capture thresholds with loss of capture noted. It was also found that both leads exhibited under-sensing, decreased sensing amplitudes, and decreased pacing impedance. The patient was brought into clinic and an x-ray was performed, identifying that the right ventricular lead was dislodged most likely due to twiddler's syndrome. No intervention was performed. The patient was stable.